Manufacturer narrative:
Insulin pump received with unresponsive buttons due to unlocked j2 lcd connector. Minor scratched lcd window and cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive buttons and alarmed for button error. Blood glucose reading at the time was 8.8 mmol/l. The up and down buttons were unresponsive. No button error alarm was found in the alarm history. Advised that the local office will contact the patient. Nothing further reported.